Event description:
It was reported the programmer rf (radio-frequency) head could not interrogate a device. The rf head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. It was noted that the cable was twisted and damaged. (B)(4).